Event description:
Procedure: ventral hernia repair. According to the rptr: pt presented 6 months post mesh insertion with contact dermatitis. Physician is requesting sample of mesh to conduct allergy testing. There was no unanticipated tissue loss, no bleeding reported in excess of 500cc, the case was not extended by more than 30 mins, no device fragment or component fell into the pts cavity, no device fragment or component was left in the pt.

Manufacturer narrative:
(B)(4).